Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead segments returned was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did find calcification on the distal shock coils which could have caused or contributed to the high shock impedance observed clinically.

Event description:
This report is being filed to submit the results of lead laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high, out-of-range shock lead impedance measurements. No additional adverse patient effects were reported.